Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 6f sheath after an attempt to perform a percutaneous coronary interventional (pci) procedure. Reportedly, cuff misses occurred with both proglide devices. The pci procedure was not performed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.